Event description:
It was reported that previous artificial urinary sphincter (aus) device is working properly, but patient had a sub cuff atrophy which caused recurring incontinence. It means that device was cycling but the cuff was not falling off to keep the patient dry. The previous device was removed successfully. The physician was doing a bladder neck incision to fully insert the catheter in. While doing the surgery the doctor realized that it would not be wise to reimplant the new device at this time. The doctor planned to reimplant after the patients urethra has a chance to heal.

Manufacturer narrative:
Product investigation completed. Adverse patient events were reported. The aus was visually and microscopically examined. No leaks were found. The pump and cuff performed within specifications. The balloon was not functionally tested as original pressure is unknown. Product analysis could not confirm the urinary incontinence and atrophy. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that previous artificial urinary sphincter (aus) device is working properly, but patient had a sub cuff atrophy which caused recurring incontinence. It means that device was cycling but the cuff was not falling off to keep the patient dry. The previous device was removed successfully. The physician was doing a bladder neck incision to fully insert the catheter in. While doing the surgery the doctor realized that it would not be wise to reimplant the new device at this time. The doctor planned to reimplant after the patients urethra has a chance to heal.